Event description:
It was reported that the patient presented for a routine follow up. The pulse generator exhibited inappropriate auto mode switch episodes. A connector anomaly was suspected. No intervention was performed and no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.